Event description:
It was reported that the customer passed away. It was unknown if the customer was wearing the insulin pump at time of death. The doctor believes his death was related to hypoglycemia for forty eight hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.